Manufacturer narrative:
Correction: d9: date should be nov 22, 2022 instead of dec 3, 2021 as previously reported. Correction: h6: investigation conclusion code should be "cause not established".

Manufacturer narrative:
The reported event of charge time out was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have failed to charge, and that the charge had timed-out. The ICD was explanted and replaced on (B)(6) 2021. The patient was in unknown condition